Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the main drawer 5 needed new railings. The field service engineer (fse) shut down the station, removed the drawer, and replaced the damaged rail. The fse then reconnected the drawer, secured all connections, and rebooted the station. After the repair, the customer was able to inventory the medication in that drawer without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es p10a main drawer 5 required new railings. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.